Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The pt presented with severe chest pain for about an hour. EKG showed an acute anteroseptal wall mi. Cardiac catheterization was performed. The left anterior descending artery (lad) had a thrombotic occlusion in the proximal portion of about 90%. The apical portion of the lad was totally occluded. The lesion was predilated with a 2.5x15mm balloon and a taxus express2 3.5x16mm drug eluting stent was deployed at 14 atms with excellent results. The pt was discharged two days later on plavix and aspirin. About one month later, the pt presented with complaints of chest pain for three days. EKG showed anterolateral t-wave inversions. Cardiac catheterization was done two days later which showed no acute occlusions and the stent intact. The pt was discharged home that day. In march 07, the pt presented again with an acute massive anterior wall mi and was brought for emergent cardiac catheterization. The lad was found to be totally occluded proximally with thrombus. A thrombectomy was performed in the proximal lad. Angioplasty was performed within the stent occlusion site with a 3.5x12mm maverick balloon. The balloon was deflated and removed. Angiography revealed evidence of some distal thrombus embolization and occlusion. Thrombectomy of the distal lad was performed. A 2.5x20mm maverick balloon was advanced to the previous distal occlusion site and low pressure dilatations were performed. Angiography was repeated and a 4.0x12mm maverick balloon was advanced to within the stent. Balloon dilatations to 14 atms were performed. Final angiography was performed and the procedure was complete. There was complete resolution of the occlusion sites and timi 3 flow was established. No evidence of a dissection was noted. The pt was returned to the unit in stable condition. About 4 days later, the pt presented with substernal chest pain. Pt was gray in color and diaphoretic. The pt was brought to the cath lab, however, the findings of the cardiac catheterization were not provided. No further info is available.